Manufacturer narrative:
A ge rep evaluated the system and found a faulty contact on the power supply. Ge rep cleaned the contact and adjusted the power supply output for the correct voltage. System operates as intended.

Event description:
It was reported the "save" and "orient" buttons would not work. No pt injury was reported.